Event description:
Patient reported, left-side pain. Subsequently, physician reported capsular contracture - baker grade iii-IV. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Continued h6 health effect impact code: f2203- imaging required. Device analysis : based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the surface. ¿ wear abrasion observed in the device. ¿ red particles observed in the device. ¿ observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade iii-IV.